Event description:
A physician reported that during the intraocular lens (iol) implantation surgery, the haptic jammed along the side of the plunger. The iol was explanted during initial procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).